Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator communication issues and door opening failure were caused by intermittent remote manager failure and hardware component issues. The field service engineer (fse)the fse had addressed the intermittent failure of the remote manager. The wiring harness was replaced, and the micro switches were tightened. Black grease was applied, and the latch was replaced. The customer had been able to recover successfully, and the fse logged in to verify that the remote manager was working correctly. The customer tested successfully. The fse also cleaned all micro switch contacts, tightened the wire harness connections, applied stabilizer to the white harness connection, and reapplied black grease. The issue was resolved following these actions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one remote manager had failed and displayed not detected on bus. The refrigerator was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.